Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: the balloon burst after 35 pumps. No reported ill effect to the patient. No tissue damage and no blood loss as a result of the problem. The surgery was not extended beyond 30 minutes. The sample is being sent for evaluation. The pieces of the balloon were removed from the patient. A new instrument was used to complete the procedure. No patient injury was reported.